Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the solutions tracker, the customer's father had reported the customer had been experiencing fluctuating blood glucose levels. On 02/16/2015 the customer had low blood glucose of 50 mg/dl. On 2/17/2015 it was 302. Then it was 67 on 2/18/2015. Then the following two days it was up at 258 mg/dl and then 298 mg/dl. The customer's father stated they were still working with the customer's doctor for adjusting the settings. Troubleshooting wasn't performed for low blood glucose, since the customer's father declined. The insulin pump is not returning for analysis.